Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a bsc polypectomy snare (exact brand unknown) was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the polyp was trying to be removed with a cold snare and the snare would not go through the polyp and it started bleeding and they needed to use cautery. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information: it was confirmed the complaint device was a captiflex snare.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a bsc polypectomy snare (exact brand unknown) was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the polyp was trying to be removed with a cold snare and the snare would not go through the polyp and it started bleeding and they needed to use cautery. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information: it was confirmed the complaint device was a captiflex snare.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the unit within manufacturing specifications. Functional inspection showed the unit extends and retracts within manufacturing specifications. Moreover, an electrical resistance test was performed and the measure taken was 9.38 ohms which is within specification (specification <20 ohms). The complaint was not confirmed, the product was found within manufacturing specifications after inspection.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a bsc polypectomy snare (exact brand unknown) was used during a colonoscopy procedure on (B)(6), 2012. According to the complainant, during the procedure, the polyp was trying to be removed with a cold snare and the snare would not go through the polyp and it started bleeding and they needed to use cautery. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.